Event description:
It was reported that stent dislodgement occurred. During preparation of a 32x3.50mm rebel stent, it was noticed that the stent was released from the delivery system. The procedure was completed with another of the same device. No patient complications were reported as the device did not enter the patient's body.